Manufacturer narrative:
(B)(4).

Event description:
The pt seemed to be having an allergic reaction to some part of his implantable neurostimulator (ins) system. The ins area was red and tender. A revision was performed where the ins was placed in a gore-tex pouch and replaced in the same pocket. The pt was doing well following the revision and the redness and tenderness resolved. He had good stimulation coverage and pain relief. A follow-up report will be sent if additional info becomes available.